Event description:
It was reported that stent did not appose well to the vessel requiring additional intervention. The around 70% stenosed target lesion was located in the non-tortuous and non-calcified mesenteric artery. An 8.0x40x135 cm express ld vascular stent balloon expandable was selected for use. During the procedure, the stent was advanced over the hard wire. After full inflation, it was noted that the stent could not appose well to the vessel and was hanging distally. The stent was retrieved by snaring. The procedure was completed using an alternate method. There were no patient complications as a result of this event.